Event description:
The customer's spouse via phone call reported that the customer's insulin pump was not alarming when there was a low reservoir. The customer's blood glucose was unknown. It was found that the act buttons were also not working. Subsequently, the customer was unable to perform the self-test because the act button was not working. The customer did not recall any significant events leading to the keypad issues. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
The insulin pump had unresponsive act button due to a flattened dome switch. No audio anomaly could be tested due to an unresponsive act button. The insulin pump had a missing end cap sticker. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a corroded battery tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.